Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a motor error alarm and the screen had scratches. Customer also mentioned cracks near the reservoir window. Customer's blood glucose reading at the time of the incident was noted to be 250 mg/dl and 500 mg/dl during the second alarm. Customer treated the high blood glucose readings with a manual injection. The drive support cap was noted to be normal and the customer was able to complete the rewind sequence. Customer was advised to revert to a back up plan and the insulin pump is being replaced.